Manufacturer narrative:
This report is submitted on june 1, 2021.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. The patient has not yet been reimplanted with a new device as of the date of this report.